Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump does not vibrate as "hard" as it used to. The customers blood glucose level was not impacted. The customer did not proved specific instances where the pump did not vibrate. It was indicated that the customer would continue to use the pump until a replacement arrives.